Event description:
Incident as reported: lap chole - "the "dimples" on the staples are not holding onto the tissue. Not sure if its b/c the stapler is not compressing them tight enough or if the dimples are not deep enough to hold-on to the tissue. Staples slipped after placement, during resection, allowing spillage of bile. (B)(4). Potential infection, suction irrigation was opened and utilized to clean out the peritoneal cavity."

Manufacturer narrative:
Device to be returned for engineer eval. A f/u report will be sent when more info is available.